Manufacturer narrative:
The log files analysis shows that the increase in the blower of the device is unusually quick (31 seconds). Technical support traced the reported event to lack of maintenance (filter exchange).

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files indicate active temperature alarms and "blower failure" alarm. Recorded blower temperature was 63.3 degrees celsius. Troubleshooting test shows that the unit is working fine with another blower. As a conclusion,the blower needs to be replaced.

Event description:
The customer reported, while using bellavista 1000, the device alarmed 316 -blower failure. At this time, there is no information regarding patient involvement or impact to the event.